Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the subject meter had been reading inaccurately for several weeks prior to contacting lfs. He reported that he "could tell" when he "was feeling low" and the subject meter's readings were always higher than he would have expected - whereas the readings on his spare abbott freestyle meter were closer to how he had been feeling. He was unable to specify any historical results but did provide the comparison made on the day of the call; an alleged inaccurately high blood glucose result on the subject meter of "6.5 mmol/l", compared to "4.7 mmol/l" on the freestyle meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs' ccuracy criteria. The patient manages his diabetes with insulin (self-adjuster). He reported that after obtaining alleged high readings, he sometimes adjusted his insulin dose when the results differed by more than 2mmol/l. On this occasion, he reported that no changes were made to his usual diabetes management routine. He denied developing any symptoms as a result of the alleged issue and no additional treatment or medical intervention was specified. He reported that he had also tested his blood glucose levels using another, unspecified meter; however, the result was not provided. At the time of troubleshooting, the csr noted that the patient's meter was set to the correct unit of measure, his test strips had been stored correctly and the test strip vial was not cracked or broken. The patient had used an approved sample site to obtain the blood samples and he described the correct testing steps. The patient did not have control solution available to test the meter and test strips. The issue remained unresolved. Replacement products were sent to the patient. In conclusion, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia nor receive medical intervention for this condition. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.